Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Explanted tissue was received for evaluation. The returned sample was not placed in a preservative prior to shipment. No additional information could be determined from the returned sample analysis; therefore, the reported condition could not be confirmed or denied. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a surgery to remove an intestinal wall blockage together with a loop for enterocutaneous fistula. It was further reported a peri-guard patch was implanted to repair the laparocele of the abdominal wall with a direct suture. Approximately two weeks post-operatively, the patient experienced rejection of the prosthesis. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for b5: further information was received that the infection was discovered at the subcutaneous level. The patient was re-opened, and the abscess was drained. The patient received medication at the outpatient clinic. Further information included that the surgery involved was emergency and open, and because of a pre-existing abdominal herniation, the surgeon did not have sufficient autologous tissue for abdominal closure, therefore the defect was bridged using peri-guard. The rejection at the peri-gard implantation site with infection occurred at a subcutaneous level and was discovered during hospitalization. The device was not removed, and the infection solved by draining an abscess, and is now resolved (patient discharged). Additional information included that the infection was discovered as a wound infection with symptoms of implantation's infection. The device was not removed, and the patient recovered. Should additional relevant information become available, a supplemental report will be submitted.